Manufacturer narrative:
As per the reporter and referring physician, the lens remains implanted in the right (od) eye. Medical review of the case has assessed the cme to be not serious as there is no report of secondary intervention and bcva is not significantly decreased. The assessment of the iritis is serious, but unrelated to the device as the occurrence of iritis is almost more than two months after lens implantation and the surgeon denies toxic anterior segment syndrome (tass) due to the delayed reaction. The medical reviewer assessed the event as serious due to the injections of celestone and intravitreal triesence administered by the retinal specialist. In medical safety opinion there is an intrinsic balance among the osmotic force, hydrostatic force, capillary permeability, and tissue compliance that occur within the vasculature. Cme is an exchange of homeostatic mechanisms in vitreous, retina, and choroid. Irvine-gass is an inflammatory process occurring in up to 20% of cataract extraction with intraocular lens. 1% of these have a clinically significant decrease in visual acuity. Cme usually occurs up to 6-10 weeks postoperatively. 95% of cme due to irvine-gass has been shown to resolve spontaneously within 6 months. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other issues for this lot to date. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, the most probable root cause is a known procedure complication. No corrective action is necessary at this time.

Event description:
It was reported 61 days after implant of an intraocular lens (iol) into the right eye, the patient presented with cystoid macular edema (cme) and iritis. The surgical procedure was phacoemulsification, and was not complicated in any way. The original incision size was 2.6mm and was not enlarged. The orientation of the lens did not change and the iol optic was clear and free of debris or deposits. The patient noticed a decrease in vision and described it as distorted visual acuity. In the surgeon's opinion, the surgery was uneventful and is not sure why the patient developed cme/iritis. Prednisone acetate 1% drops 4x a day was prescribed 71 days after implant and the patient was referred to retinal specialist. The retinal specialist reported the iol is located in the capsular bag and the orientation of the lens did not change. Iol optics are clear and free of debris or deposits. Depo medrol acetate 1% given subtenon 99 days after implant, was followed by intracameral triesence given at 134 days and again at 267 days post-op. No secondary surgery has been performed to treat this event. In the retinal specialist's opinion, the likely cause of the event was inflammation and the patient is still under treatment. As reported by the surgeon and the retinal specialist, the lens remains implanted in eye.